Event description:
It was reported that the customer experienced an elevated blood glucose level, value was not provided and called an ambulance for assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.